Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. Customer tried to troubleshoot by removing battery and replacing it, but device froze and no response from keypad. The patients' blood glucose level was 105mg/dl. Customer states none of the buttons are responding correctly. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.